Event description:
Information was received indicating that the balloon of this tracheostomy tube would not inflate properly. It is unknown if this was found at device pre-check or during an attempt to place the tracheostomy tube. No additional adverse patient effects were reported.